Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) ablation procedure was completed with a varipulse¿ bi-directional catheter, and the patient experienced cardiac tamponade which required surgical intervention. The report indicated that after an afib ablation case had completed, a pericardial effusion was noticed in the patient. The patient's blood pressure had declined. Pericardial effusion was confirmed with echo, and medical intervention provided was a pericardiocentesis, and about 200cc of "only blood" was removed. A drain was placed on the patient last night as well. The next morning, there was no further blood or fluid that had drained from the patient, and the drain was removed. The patient was in stable condition, fully recovered, and has been discharged. The rounding physician, as well as the physician who performed the procedure, do not believe the issue was related to any catheter manipulation. They believe the issue could potentially be related to the patient's activated clotting time (act) being above 350 during the procedure and needing to do reversal with protamine. The did not do a reversal yesterday, but will post-procedurally, going forward. The physician¿s opinion on the cause of the adverse event was that it could be related to high act for the whole case. The physician does not think that it is related to biosense webster inc catheters or products, nor intra-procedurally with catheter manipulations. One catheter exchange occurred during the procedure. Varipulse was the only catheter used. Flow rate was 4ml. After transseptal access was made, physician put varipulse in the left atrium (la) and was not removed until completion of procedure. Only one transseptal puncture site was performed. There were 16 ablations performed during the procedure. Pulsed field ablation was delivered. All ablations were performed within the pulmonary vein. There was no evidence of steam pop.